Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed electromagnetic interference (emi) signals during a surgical procedure. Two signal artifact monitor (sam) episodes were noted with ablation artifact. Technical services (ts) reviewed the device and observed all system measurements were within normal limits. No adverse patient effects were reported. This crt-d remains in service.